Event description:
A customer reported experiencing a high blood glucose event that resulted in a visit to the hospital. Cause was not known. After reporting this, the customer terminated the call and stopped responding. The customer was advised to attempt loading a cartridge on the pump and to call back for further assistance. The customer declined to provide further information regarding the event.